Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Unit was not alarming.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation; however, it was unable to be repaired due to sieve contamination, so the unit was not evaluated for complaint confirmation. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation; however, it is possible that the sieve bed contamination could have contributed to the reported problem of the unit not alarming.

Event description:
Unit was not alarming.